Event description:
It was reported that cartridge did not fully snap into pump, and caller noticed o-ring on pump connection area. There was no reported impact to the customer¿s blood glucose level. Customer removed o-ring from pump connection area, cleaned area as instructed, confirmed cartridge o-ring was in place and undamaged, successfully reloaded same cartridge through pump menu, and then resumed insulin therapy without further issue.